Manufacturer narrative:
Spacelabs investigation concluded no failure found. The xhibit logs show that there were several high hr and extreme high alarms active at the time of the suspected failure to alarm. This report is complete, and this issue is considered closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 that on (B)(6) 2021 there was a failure to alarm. The rate of this patient exceeded the threshold (130bpm) but the exhibit central did not alarm. (Central monitoring). T2tele bed t259 (2172) at 8:09am (B)(6) 2021. No injury was reported with this event.